Event description:
It was reported that a dissection occurred. The patient was diagnosed with double vessel disease (dvd) in the right coronary artery (rca) and left anterior descending artery (lad) and was first referred for vessel plasty of the rca. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.00mm x 32mm, de novo target lesion was located in the mildly tortuous rca. Following predilatation, a 3.00 x 32 synergy drug eluting stent was advanced to the target lesion and was deployed. No issues were noted with stent deployment. Significant resistance was encountered while operating the device. While performing post dilatation with a non compliant (nc) balloon at high pressure (16 atmospheres for 10 seconds), a distal edge dissection of the stent was noted. A 2.75 x 16 promus elite was deployed to cover the dissection and complete the procedure. It was noted that no other devices were used to help deliver the stent to the lesion. No further patient complications were reported in relation to this event, and the patient was reported to be stable following the procedure.